Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that on (B)(6) 2020, the patient experienced unexpected stimulation, which was described as a shocking sensation down their arms and hands. The patient confirmed they hadn't fallen or had any traumatic events that could have caused this. It was reviewed to turn the stimulation down and/or off, but the patient stated they never turn their stimulation off. They patient was scheduled to see their doctor on (B)(6) 2020 to check the ins. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that there was no conclusion as to why she was getting shocking. It was not related to her stimulator. The patient reported that nothing had been done nor will anything be done in the near future.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on july 15, 2020. They provided what their weight was at that time of the event and reported that the ins was always on. The shocking was occurring in any position they were in. They had x-rays done on their neck and were still waiting for the results. They were scheduled to see their doctor on (B)(6) 2020 to review the results and to determine next steps.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they never shut the stimulator off and they weren't in a specific position when they felt the shocks. The patient stated that the shocks were still there but their doctor doesn't think they are related to the stimulator. The doctor had ordered an x-ray and other tests to be done. The patient noted their stimulator was working fine.